Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low-level failures). The customer reported no adverse events. The event involved product(s) mmt-1810. The troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error and successfully complete the fill-cannula delivery test. Error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1810 was requested and the customer responded that the device will be returned.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 63 alarms noted during testing. Unit successfully downloaded to thump. The formatted history file confirmed the pump alarmed pump error 63 alarm (line number 147 file number 2017) on (B)(6) 2024 15:53:14.000 due to moisture damage to motor processor as per global logic analysis (esf# (B)(4)). Unit was cut open found moisture damage to motor assemblies, pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assembly, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, missing display window cover. The p-cap/reservoir does lock properly. Confirmed the pump alarmed pump error 63 in the pump history download due to moisture damage to the motor processor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.